Event description:
Reportable based on analysis completed on (B)(4) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The vascular access was femoral. The 99% stenosed lesion being treated was located in the severely tortuous and severely calcified distal left anterior descending (lad) to the first diagonal artery. The 2.25x24mm taxus liberte stent delivery system (sds) did not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient's condition was listed as "good." However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic review identified distal stent damage. The stent struts on rows 1 to 7 were severely misaligned and stretched. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).